Event description:
It was reported that during a hand assisted laparoscopic sigmoid resection procedure, the first device would not fire. They could not get the cartridge seated in the jaws of the second. A third device was used to complete the procedure. There was no patient impact reported. (B)(6).

Manufacturer narrative:
(B)(4). (B)(4). Instrument b: batch # f5vx7a, exp date: 06/24/2014; MFR date: 07/24/2009. The analysis results found that the ats45 device was in good visual condition and with no reload present. The firing mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. A test reload was loaded and unloaded without any difficulties noted. The device was disassembled to verify the condition of the internal components and the firing trigger post was found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The analysis results found that the ats45 device b was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.